Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A company employee reported rainbow glare on two patients eye post lasik. Additional information has been requested.

Manufacturer narrative:
During a onsite visit, the field service engineer verified the system and found system met specification. The root cause is inconclusive. The manufacturer internal reference number is: (B)(4).